Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft breakage occurred. The 60% stenosed, lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx). The physician was attempting to implant a taxus liberte' 2.75x16mm drug eluting stent but the shaft broke. The procedure was completed with another of the same device and patient status post procedure is good.

Manufacturer narrative:
Visual and microscopic examination of the device revealed that the hypotube had broken approximately 61cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. Also, visual examination revealed stent damage, several proximal stent struts were bent back distally and some distal stent struts were pulled distally towards the tip. Microscopic examination of the balloon found no issues with the balloon material. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event is unknown.